Event description:
It was reported that during a da vinci-assisted hemicolectomy-right surgical procedure, the customer encountered an e-100 issue. The customer proceeded with the case using a vessel sealer extend (vse) on the erbe. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse powered the system and e-100 generator. The e-100 generator did not show a connection on the vision side cart (vsc) touchscreen. The isi fse reviewed the logs and noticed nest pic was not programmed. The isi fse clicked it and reprogrammed it. The isi fse power cycled and replaced the e-100 as a precaution. The isi fse was able to fire the energy successfully. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The unit was installed onto the test system, and it worked as intended with a vessel sealer extend (vse) instrument installed. The failure analysis technician used a vse instrument with saline-dipped gauze in the jaws and fire yellow pedal/sync activations cut/seal about 100 times and e-100 worked as intended without any issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.